Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and excruciating pain where he cannot stand, sit or ambulate for long periods of time. The patient underwent implantable pulse generator (ipg) revision procedure.